Event description:
The customer reported the device failed to power up on battery power. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported the device failed to power up on battery power. There was no report of patient involvement. The customer was informed that this device has been out of support since (B)(6) 2006 and parts are no longer available. Based on the customer's report, we will consider this a reportable malfunction of the unit. We cannot determine the cause.